Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(4). Field service representative visited site and replaced the galvo block and system is working to amo specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that system created an irregular sidecut in right eye. The sidecut appears to be made up of 3 separate cuts offset to each other. It was reported patient did not experienced loss of best corrected visual acuity. It was reported patient was able to have the excimer treatment and normal aftercare treatment that included steroids and bandage contact lens in both eyes.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.